Manufacturer narrative:
Investigation completed on a smiths medical cadd ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . The complaint of double beeping no cassette attached was verfied when powering up device double beeping occurred, whcih was isolaetd to dso. No evidence in the event log. Action was taken to replace the dso. Action was was on preveious complaints and recalls. Devcie passed all functinal testing. Updated fields. A 1 b 1 b 4 b 5 d 10 g 7 h 1 h 2 h 3 h 6 h 10.

Event description:
Investigation completed on a smihs medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400. Summary in h -10.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy 1 pump displayed a double beep no cassette alarm. The product problem was observed during testing. There was no patient involvement.